Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(4) 2017 a field service engineer (fse) was able to reproduce the reported event. The fse proceeded to replace the sample needle assembly. The fse ran quality controls without any issues. The instrument was performing within specifications. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The operator's manual under chapter 1, introduction and applications, states the following: chapter 3, assay operations, states the following: 1.8 limitations of the procedure total area dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Area the peak area corresponds to the volume of each fraction. This is the value calculated by integrating the detector output by time. The unit is mv-s (millivolt-second). The total area, which is the sum of all individual peaks, changes depending upon the sample concentration. The acceptable range of total area is from 500 to 4000. However, optimal results are obtained in the total area range from 700 to 3000. Chapter 5, maintenance procedures, step 5.10, provides step-by-step instruction on the sample needle assembly replacement. The reported issue by the customer could not be determined.

Event description:
On (B)(6) 2017 a customer reported getting low total area on pre-diluted patient samples with the g8 instrument. The customer reported that sometimes when the pre-diluted patient sample is run a total area of >1000 mv-s is obtained; however, upon repeat the total area is <100 mv-s (optimal total area is 700 - 3000 mv-s). The customer was unable to run patient samples on hemoglobin a1c (hba1c). On (B)(6) 2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the most probable cause of the reported issue was due to a defective sample needle assembly.

Event description:
N/a.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Corrected data: g. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.